Event description:
It was reported that the patient stated they were experienced increased fecal incontinence and vaginal itching. The patient was prescribed premarin and clobetasol to treat the symptoms and was reprogrammed to program 1(from 0.9 to 1.1).

Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. D2b product code: additional product code qon.

Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. D2b product code: additional product code qon.

Event description:
It was reported that the patient stated they were experienced increased fecal incontinence and vaginal itching. The patient was prescribed premarin and clobetasol to treat the symptoms and was reprogrammed to program 1(from 0.9 to 1.1).